Event description:
It was reported that a thrombosis occurred. A left atrial appendage (laa) closure procedure was being performed. It was noted that the patient had a pork allergy therefore heparin was not used in the procedure, and the physician used bivalirudin instead. A watchman fxd curve access system (was) was positioned, and a watchman flx laa closure device & delivery system (wds) was elected for use. As the wds was being advanced into the was sheath, a thrombus was observed to be attached to the tip of the was sheath. The physician removed the wds and began aspirating through the was sheath to remove the thrombus. Intracardiac echo (ice) imaging showed that the thrombus appeared to partially aspirate within the sheath with no embolus observed. The patient was immediately woken and sent for a neurology consult. The neurology consult came back negative, as did a brain MRI. Since no further complication was noted, the patient was rescheduled, and a watchman flx laa closure device was successfully implanted three (3) days later.